Manufacturer narrative:
.

Manufacturer narrative:
The customer complaint of dexium leak could not be confirmed due to the product not returned for failure investigation. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported a leak between a dexium infusion set and a primary smartsite set. This leak occurred during an infusion of taxol 163 mg. And is estimated to have been approximately less than 10ml. There is no report of patient or provider harm.